Event description:
It was reported, the device was explanted. It was reported in may the "connector and generator came to the surface of the skin and was re-buried." "It came loose again, was not working" and the entire system was explanted approximately six weeks prior to report. Follow up from the health care provider reported there was no cause of the event, "the patient decided the device was not working and wanted the stimulator removed." There was no injury to the patient. The device was reprogrammed multiple times and they still wanted it out. It was also noted the health care professional stated the patient was a poor candidate to begin with though they felt the trial worked real well.

Manufacturer narrative:
Product ID, 3986a lot# n272267, implanted: 2011 (B)(6), product type lead product ID, 3986a lot# n248532n01, implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37082 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).